Manufacturer narrative:
Follow-up received on 31-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to lack of efficacy. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 2 years later had an ectopic pregnancy that caused her fallopian tube to rupture. Emergency surgery was performed and it was identified that essure coil had perforated through her fallopian tube. Essure was removed. These events are listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. In the present case, consumer underwent a confirmation test that showed successful sterilization, and got pregnant approximately 2 years later. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, given the nature of the events ectopic pregnancy that caused her fallopian tube to rupture, causality with essure cannot be excluded. During the surgery, it was identified that essure coil had perforated through her fallopian tube. The exact date and mechanism of this event was not reported. Given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention and device removal were required. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Further information could not be obtained, despite follow-up attempts.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5058913) in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Concomitant medication reported: multivitamin. Essure was placed and the dye test performed three months later, with a successful outcome of no dye passing through - this confirmed successful sterilization. In 2015, the consumer had a positive pregnancy test. She went to the ed (interpreted as emergency department) with severe abdominal pain and was informed she had an ectopic pregnancy that caused her fallopian tube to rupture. She was bleeding into her abdominal cavity and had to have an immediate emergency surgery. During the surgery, the physician identified that the essure coil had perforated through fallopian tube at some time prior to the pregnancy, which allowed the sperm to pass through the fallopian tube and led to the ectopic pregnancy. Essure was removed on (B)(6) 2015. The consumer stated she was glad she was safe and alive with her family, but the emotional, physical and mental distress this caused was very unfortunate. Life threatening, required intervention and other serious (important medical event) were mentioned as event outcome, but not specified and/or assigned to one of the events. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and approximately 2 years later had an ectopic pregnancy that caused her fallopian tube to rupture. Emergency surgery was performed and it was identified that essure coil had perforated through her fallopian tube. Essure was removed. These events are listed in the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. In the present case, consumer underwent a confirmation test that showed successful sterilization, and got pregnant approximately 2 years later. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. Therefore, given the nature of the events ectopic pregnancy that caused her fallopian tube to rupture, causality with essure cannot be excluded. During the surgery, it was identified that essure coil had perforated through her fallopian tube. The exact date and mechanism of this event was not reported. Given the nature of the event, causality with essure cannot be excluded. This case was regarded as incident since a surgical intervention and device removal were required. A product technical analysis and further information are expected.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), ruptured ectopic pregnancy ("fallopian tube to rupture"), fallopian tube perforation ("essure coil had perforated through my fallopian tube") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included multivitamin. On (B)(6) 2013, the patient had essure inserted. In 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant, life threatening and intervention required) and ruptured ectopic pregnancy (seriousness criteria medically significant, life threatening and intervention required) with intra-abdominal haemorrhage and abdominal pain. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), emotional distress ("emotional/ mental distress") and genital haemorrhage (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2015, plaintiff underwent laparoscopic removal of left tube with ectopic pregnancy), surgery and surgery. At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, ruptured ectopic pregnancy, fallopian tube perforation, emotional distress and genital haemorrhage outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, emotional distress, fallopian tube perforation, genital haemorrhage, pelvic pain and ruptured ectopic pregnancy to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events or lack of efficacy and a quality defect. Most recent follow-up information incorporated above includes: on 25-oct-2017: follow up from summons: event excessive/abnormal bleeding and pelvic pain added and event ectopic pregnancy was previously reported. Case classification updated to potential legal case. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.